Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedances were experienced during an implantable neurostimulator (ins) replacement procedure. It was stated that the extension was taken out of the ins and wiped down during the procedure, but the high impedances persisted. Impedance testing results indicated the unipolar impedance values between the case and electrodes 0 through 3 were all >5000 ohms on two separate occasions. Additional impedance test results indicated the bipolar impedances between the electrodes were all within the normal impedance range. Additional information reported the ¿impedances were still the same¿ 27 days after initial report. It was stated the patient was ¿receiving effective therapy¿ at that time with the same contact configuration and programming as was used on their previous device. It was noted the reporting manufacturer representative and patient¿s physician were unsure of the cause of the issue, however it was decided to keep the patient with the same programming ¿since she was receiving effective therapy.¿ it was stated that a pocket adaptor was implanted with the patient¿s current system. It was noted that impedance values for the patient¿s previous ins were unavailable. A supplemental report will be filed if additional information is received.